Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure, the surgeon found the retractor sheath was separated after the package was opened. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.